Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at the lcd board also traces of corrosion found at the keypad traces. The insulin pump has cracked case at the display window corners, cracked display window, minor scratched lcd window and stained endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported that the customer fell in the water with the insulin pump on. The insulin pump had moisture damage and was no longer working. Fluid was visible under the lcd display. Customer's blood glucose level was 5.9 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.